Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent once analysis is completed. H6: the device codes and evaluation codes have been updated for this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was returned for analysis.

Manufacturer narrative:
Analysis of the pump found no anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer (patient¿s friend/family member) reported the patient was going to have an MRI procedure not due to a problem with the device or therapy. The consumer stated the pump was turned off/inactivated, but it was still in the patient¿s body. The consumer said the patient still had back pain, and the pain pump ¿didn't work¿ which was why they turned it off. Reported symptoms included back pain, and the pump never worked. The consumer said the patient had the back pain forever. No further patient complications were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown concentration and dose via an implantable pump for spinal pain. It was reported that the patient moved and was trying to find a managing healthcare provider (hcp) to refill the pump and/or remove the pump. The patient stated that the pump wasn¿t working and the prior hcp was just refilling the pump with saline. The consumer thought 6-9 months ago was the last time any pump medication was put in the pump, but wasn¿t sure. In (B)(6) 2017, the hcp put saline in the pump when the patient¿s pump was beeping. It was stated that the patient¿s pump was beeping for a really long time before the saline refill in (B)(6) 2017. It was stated that the patient had dementia and didn¿t think he had been diagnosed with it, but the patient could not articulate the dates or when things occurred. The patient had an appointment on (B)(6) 2017 with their primary care physician and would talk further about what options would be best for the patient regarding removal of the pump, locating another hcp, or deactivating the pump with a passcode. There were no further complications reported.